Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient sent in a letter regarding being inappropriately shocked by this lead in (B)(6) 2016. The letter says that there was a fracture on this lead. He was referred for a lead extraction and replacement which was done on (B)(6) 2016.